Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Three batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a broken power port 1 connector. This is an additional observation not related to the reported event and likely due to an applied external force on the power port connector, causing the connector to fracture. The reported event was confirmed via review of the controller log files, which revealed three critical battery alarms most likely due to communication errors involving (B)(4). The controller, (B)(4), in use during the event did not have the smr upgrade installed. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. There is an internal investigation for communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4) / model #1650 / exp. Date: 2015-09-30, device available for evaluation: no; device evaluated by manufacturer: yes; mfg. Date: 2014-09-30; labeled for single use: no. (B)(4). Battery/(B)(4) / model #1650 / exp. Date: 2015-09-30, device available for evaluation: no; device evaluated by manufacturer: yes; mfg. Date: 2014-09-30; labeled for single use: no. (B)(4). Battery/(B)(4) / model #1650 / exp. Date: 2014-09-30, device available for evaluation: no; device evaluated by manufacturer: yes; mfg. Date: 2013-09-30; labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by medical personnel that a patient experienced critical battery alarms with three batteries. Three batteries and one controller were exchanged. No patient complications have been reported as a result of this event.